Event description:
Report received of unrequested bolus dose deliveries. The patient was receiving morphine pain management therapy. The pump was programmed in the pca only mode to deliver 1mg/ml morphine with a 1mg pca dose, an 8 minute patient lockout, and a 20mg 4 hour limit. The patient was receiving physical therapy at the time of the event. Both the patient and the physicial therapist reportedly witnessed the pump give 2 separate unrequested bolus doses during the physical therapy session while the patient pendant was draped over the IV pole. The nurse stopped the infusion and changed the pump. The patient did not experience any adverse effects.